Event description:
The customer reported two incidents of inaccurate weight removal occurred on the same pt and machine (refer to MDR 9616240-2006-00449). The second incident occurred in 2006. Following pt's return from surgery, she was connected to another set to resume her continuous veno-venous hemofiltration (cvvh) treatment. The pt's treatment continued uneventfully, other than for a routine effluent bag change, 2 1/2 hrs into treatment. At about 5 hrs into treatment, the machine alarmed effluent weight (incorrect weight change detected). At that point, the nurse observed that the value displayed for actual pt fluid removed was less than the programmed value and the machine displayed a negative value. The alarm was cleared and the treatment continued for an add'l three hrs without further incident. At that point, the pt's blood was rinsed back to her and she was then placed on another prisma machine, where she continued on her treatment without any further incident.